Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no reported impact to the customer's blood glucose level as the specific value was not provided. Technical support advised the customer to use multiple daily injections as a backup therapy and arranged for a replacement pump to be sent. The customer was instructed to put the pump into storage mode and return it using a pre-paid label within 10 days, which the customer acknowledged.